Event description:
It was reported to philips that the system gave an alert indicating the workstation was not ready to receive x-rays, and was unable to complete a 3d spin, impacting imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.